Event description:
Per the audiologist, the patient fell and hit their head which caused the internal magnet to dislodge which was confirmed by a CT scan. Reprogramming of the external device was attempted with no success. Explant and reimplantation is planned, but had not taken place at the time of this report july 13, 2009.